Event description:
It was reported to philips that the device when starting, a red cross and the message therapy error appear. The service engineer device evaluated the device and the therapy error was confirmed. The customer decided not repair the device but to scrap it. The customer decided not repair device but to scrap it. The exact root cause of issue is unknown. No further actions at this time.

Event description:
It was reported to philips that the device when starting, a red cross and the message therapy error appear. There was no patient involvement.